Manufacturer narrative:
(B)(4). The complaint adaptors have not yet been returned to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the samples and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: two complaint devices, both with lot number 101014, were returned and visually inspected. Results: the visual inspection revealed that the midline connector film had split near the patient end of both complaint devices. A lot check revealed no other complaints of this nature for this lot number. Conclusion: all rt013 mask interface adaptors are visually inspected for defects prior to leaving production. Those that fail this inspection are rejected. Therefore it is likely that the reported fault occurred post-production as a result of being stretched or pulled during use. Our user instructions that accompany the rt013 state: "do not crush or stretch tube."

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that three rt013 interface adaptors ripped. No patient consequences were reported.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that three rt013 interface adaptors ripped. No patient consequences were reported.